Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer's other relevant blood glucose level was 200 mg/dl, 300 mg/dl, 98 mg/dl and 100 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for insulin flow blocked alarm, customer was assisted in performing a 5.0u fill cannula. Customer states the insulin exited. The insulin pump will not be returned for analysis.